Event description:
It was reported to philips that the patient experienced a burn from electrode pads during cardioversion. Additional details have been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was not exactly determined. However, the issue was not reproduced. The device was operational as per manufacturers specifications. The investigation concludes that no further action is required at this time.